Event description:
It was reported that the ventilator generated an alarm indicating that safety valve test failed. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating that safety valve test failed. The ventilator was investigated by our field service engineer on-site and the issue was confirmed. The pre-use check had not passed prior to the alarm. Further information was provided from the customer stating that there was no fault since it was believed that the pre-use check was completed with the patient circuit instead of tubing. No parts have been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).